Event description:
Philips received a complaint on the patient information center ix indicating that there was a speaker malfunction message and no sound from the loudspeaker. The device was not in use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
The device has been received by philips but has not yet been evaluated. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
B5 describe event or problem statement is updated. The initial description stated that the device was the patient information center ix. This has been corrected to the intellivue mx450 patient monitor. A defective on arrival (defoa) process was opened to address the customer's issue. Evaluation of the device confirmed an electrical issue. The inop is displayed on the screen. The speaker was identified as defective. The device was scrapped. The customer was provided a replacement device to address the issue.

Event description:
For clarification, philips received a complaint on the intellivue mx450 patient monitor indicating that there was a speaker malfunction message and no sound from the loudspeaker. The device was not in use on a patient at the time of the event. No adverse event was reported.